Manufacturer narrative:
(B)(4).

Event description:
Te customer reported that the ventilator touchscreen is not working and has liquid spots in screen. Liquid spots or visible patches of what looks like fluid have made the touchscreen inactive. No patient involvement.